Event description:
It was reported by svc report that the buckle was broken on the restraint strap. The customer could not determine whether there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Buckle on restraint strap.